Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report

Event description:
The customer reported to vyaire medical that the vela ventilator screen overlay was damaged. At this time, there is no information regarding patient involvement associated with the reported event.